Event description:
Patient presented at the hospital with complaints of chest pain. Externalized conductors were noted via x-ray. No electrical anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.